Manufacturer narrative:
Trackwise (B)(4). The device was returned to the factory for evaluation on 09/26/2023. An investigation was conducted on 10/03/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. The device was returned in the plastic tray. A singular hair was found in the outer biohazard bag, not in contact with the product. The pouch and box were not returned. No contamination was observed on the outside of the product tray or within the tray. No visual defects were observed on the device. Based on the returned condition of the device, the reported failure "contamination" was not confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000332379 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure vasoview hemopro 2 had a hair in it when it was opened. It didn't contaminate the field. No patient involvement. A 2nd kit was opened to complete the case. No procedural delay. No patient contact/injury.